Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) ¿properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. The cables should not be sharply bent, pulled, twisted, or crushed. Cable damage can result. Never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that there were no error codes present during this event. The initial reporter went on to note that while the duration of the procedure is unknown, he confirmed that the patient¿s anesthesia was not extended. Reportedly, this procedure was completed with the subject device and this event had no impact on the patient¿s condition.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended reseating the light source cable. Tac also noted that periodically, physicians have backed up and bumped into the scope socket during operations, and the scope will present as though it has been newly connected. Tac then advised to keep an eye on that and follow up as needed. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was experiencing a scope detection problem. According to the initial reporter, the scope information was intermittently appearing on the display. There were no reports of patient harm as a result of this event.